Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information received that the patient had frequent ipg charging and underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was not returned per hospital policy.